Manufacturer narrative:
Insulin pump received with detached end cap, drive support disk push out.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
The customer reported via phone call that their insulin pump had a damaged drive support cap. Blood glucose level at the time of the incident was not reported. The customer reported that the insulin pump had been dropped multiple times prior to event. Troubleshooting was provided. The customer was advised that the insulin pump has to be replaced and to revert to back-up plan. The insulin pump will return for analysis.